Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. Sample 1 initial result was 159 mmol/l and the repeat result was 139 mmol/l. Sample 2 initial result was 155 mmol/l and the repeat result was 145 mmol/l. Sample 3 initial result was 172 mmol/l and the repeat result was 140 mmol/l. Sample 4 initial result was 166 mmol/l and the repeat result was 141 mmol/l. Sample 5 initial result was 423 mmol/l and the repeat result was 136 mmol/l.

Manufacturer narrative:
The sodium electrode lot number was j94_2023 with an expiration date of 08-apr-2024. The customer alleged on (B)(6) 2024, they had an additional patient sample with questionable sodium results. Sample 6 initial result was 163 mmol/l and the repeat result was 142 mmol/l.

Manufacturer narrative:
The field service engineer replaced the sample probe and the sample arm. Instrument checks were then acceptable. The investigation determined the service actions resolved the issue.